Event description:
In 2007, dr's office contacted ferring group. Dr stated to a sales representative that one of his male patients was treated bilaterally with euflexxa and suffered a reaction to the right knee. On the next day, ferring group spoke to dr' nurse to find out more details. Rn stated that the patient was injected bilaterally and only the right knee had a reaction. Rn stated that the symptoms occurred the night of the injection and the following morning the reaction occurred. Rn also stated the procedure for the reaction was open and treated on an inpatient basis. Rn mentioned that medications were given at the hospital, but she is unsure of which drugs. In the final part of the conversation, rn stated that the infection was caused by staphylococcus aureus and she will fax us the doctor's report. On november 26, 2007, the doctor's report was received. On november 26, 2007, ferring group spoke to the nurse for further details. Rn stated that she is unsure how long the procedure for the right knee took. In addition, the patient has a prior history of stent placement. This adverse event of infection is expected and unrelated to euflexxa by dr. The following month in late 2007, ferring group contacted rn. Rn stated that the patient began to have right knee symptoms on original month. On the following month, the patient was admitted to the hospital. On the next day, he underwent open synovectomy of the right knee. In addition, ferring group wanted further details of the previous history. Beth clarified that the infection was caused by streptococcus mitis, not staphylococcus aureus and there was no knee effusion prior to the euflexxa injections. On the following day, ferring group received a fax report that detailed the lab information described above. Beth stated that additional documents will be sent if available. No additional information was received. Case is closed. On original month, the patient underwent diagnostic arthroscopy with an arthroscopic irrigation, debridement and synovectomy. There was a large amount of greenish cloudy fluid. He had grade IV chondromalacia patella, a tear of the posterior horn of the medical meniscus, the anterior horn and fraying of the acl and moderate synovitis. Postoperatively, he was treated with IV antibiotics. On the same month, he developed pain in his right calf. Ultrasound revealed a blood clot and he was placed on high doses of lovenox and coumadin. His coumadin was stabilized and he was discharged four days later. On the following month, the patient underwent incision and drainage of right knee and an open synovectomy. Postoperatively, he was treated with antibiotics. No other information is currently available.

Manufacturer narrative:
The device was not returned to manufacturing site for testing. The ae was assessed as not related to the initial complaint form, so retained samples of the lot were not tested at the manufacturer.